Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
Hamilton medical received the following incident description: "during routine inspection, it was noticed that the connector part of the intellicuff device was cracked". There is no patient involvement reported. If the same issue were to recur during ventilation, an impact on the patient can not be excluded. Therefore, the case is assessed as reportable.

Manufacturer narrative:
Investigation outcome: the partner informed that during routine inspection been noticed that the cuff connector was broken. No patient involvement. A broken cuff connector was found. Therefore, the device had to be replaced. No further information was given. This case is considered as closed.